Manufacturer narrative:
As analyzed, 10/9/2019: as received, the specimen consisted of one-1 each safari2 275cm sml crv; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presented a dim "a" length of 276.40cm, formed curve dimensions of 4.55cm x 4.00cm and a finished diameter of .03485" to .03495". A gage bushing certified to be .0355" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity to either aspect of the coil damage. A review of the device history records of the specimen device did not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The returned specimen presented a fracture of the core wire with extensive stretched coil damage beginning 17.25cm from the distal tip and extending to 164.085cm from the proximal end, and multiple bends of varying severity and frequency scattered over the length of the specimen. The stretched coil wraps have unraveled and extended approximately 100cm from the body of the core wire. After receipt of permission, the distal aspect of the core wire fracture was exposed by stretching the coil wraps adjacent to the distal tip joint. The core wire fracture located adjacent to the proximal aspect of the distal tip weld mass presented indications of ductile, tensile overload. The proximal joint appeared to be correct and intact. Except where noted, the specimen device appeared visually and dimensionally correct. The report of damage is confirmed. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated in the device instructions for use (dfu) warnings section, "exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported.

Event description:
As reported by the distributor: event description: per e-mail, it was reported that: account had a safari wire that was removed and unraveled upon removal. No parts were left in the patient and no patient harm was done. The procedure was successful. Additional information received: were there any issues observed with the wire prior to use? No. Were there any issues while in the ventricle? No. Were there any difficulties/resistance during the removal of the safari wire? In retrospect, it may have had drag while pulling it out but not enough to warrant concern. Where did the wire unravel? The distal tip? Distal tip.